Manufacturer narrative:
Device evaluated by MFR: investigation completed on the returned device. Visual analysis revealed the device was in two sections upon return, with a break in the shaft located at the proximal end of the balloon sleeve. Examination of the shaft revealed the shaft was severely stretched for 7mm in length on the distal end of the proximal section. A severe kink was also observed at the base of the strain relief. The distal half of the device included the fully bonded balloon, with three tears, including a circumferential tear, in the balloon material. Further inspection revealed no issues with the tip and markerbands. Functional testing revealed the device could not be flushed due to the severe stretching in the shaft present at the break site. Further dissection of the shaft revealed there were no blockages in the main section of the device.

Event description:
It was reported that removal difficulties were encountered and the balloon detached. A 9.0 x 60 x 75cm express ld vascular balloon expandable stent was selected for use for an angioplasty/stenting procedure. During procedure, the stent was deployed successfully. After deflating and pulling out the device with the deflated balloon, the balloon became stuck in the sheath. After several attempts to pull through the sheath, the balloon broke into two pieces. The physician was then able to pull the device with half the balloon attached through the sheath and the sheath was removed with the other half of the broken balloon. There were no patient complications reported and the patient's status post procedure was stable. However, it was noted that upon pulling out the entire device, the balloon got stuck in the sheath after it was deflated. After several attempts to pull the balloon, it broke into 2 pieces. The device was pulled out through the sheath and the procedure completed. No further patient complications were reported and patient's status was stable.

Event description:
It was reported that removal difficulties were encountered and the balloon detached. A 9.0x60x75cm express ld vascular balloon expandable stent was selected for use for an angioplasty/stenting procedure. During procedure, the stent was deployed successfully. After deflating and pulling out the device with the deflated balloon, the balloon became stuck in the sheath. After several attempts to pull through the sheath, the balloon broke into two pieces. The physician was then able to pull the device with half the balloon attached through the sheath and the sheath was removed with the other half of the broken balloon. There were no patient complications reported and the patient's status post procedure was stable. However, it was noted that upon pulling out the entire device, the balloon got stucked in the sheath after it was deflated. After several attempts to pull the balloon, it broke into 2 pieces. The device was pulled out through the sheath and the procedure completed. No further patient complications were reported and patient's status was stable.